Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm and a battery out limit alarm. The customer's blood glucose level was 135 mg/dl. The customer stated that the batteries had been out longer than the duration allowed by the device. The customer changed the batteries. The customer was advised to monitor the device and call back if issues persisted. Nothing was replaced or returned.